Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: france. It was reported that a patient of 41 years of age, following a replacement tricuspid valve implantation of electrode on the right atrium and the right ventricle. The ventricular electrode is fixed on the myocardium, but too rigid (difficulty) to curl the end to fix. After sternal closure, the pacemaker does not have the stimulation of the patient. The surgeon concluded that poor positioning of the electrode lead to performing surgery on the patient to correct it.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market, there are no units in stock. Reviewed the batch manufacturing record this product had a normal process and the results during the process fulfilled the OEM requirements. The steelex electrode set is a special surgical set for temporary electro stimulation after open-heart surgery, classified as cf defibrillation proof type applied part according to iec (B)(4). The steelex electrode set comprises of a stainless steel twisted wire ((B)(4)), with a plastic isolating cover (polyethylene). One end of the wire is armed with a 1/2 circle or 3/8 circle round-bodied needle and the other end is armed with a straight needle (break-off). The straight break-off needle also serves as the connection to the adapter cable ((B)(4)). After a visit with the customer it was understood that the steelex electrode set has not been used as indicated in the instructions for use. The electrodes are not secured in the epicardium with a suture stitch. In the warning note paragraph of the instructions for use of the product it is informed that: only specially trained personnel shall apply temporary pacing electrodes and the adapter cables. Instructions for use for connecting steelex electrode set to the adapter connector shall be followed precisely. Do not connect the steelex electrode set directly to the pacemaker. The steelex electrode set has to be first connected to an adapter cable (use exclusively pace line extension cable (B)(4)) and then the adapter cable to the pacemaker, avoiding any accidental contact with operator or other apparatuses. The white lead has to be connected to the ventricular channel, meanwhile the blue lead has to be connected to atrial channel. Never insert the electrodes of the adapter cables into main sockets or electric accumulators. Me equipment/accessories connected to steelex electrode set shall comply with iec (B)(4), type cf applied part. Compatibility with other me equipment/accessories must be checked before use. Final conclusion: without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. According to the information received, the product was not being used according to the instructions for use. It is assumed an incorrect handling/usage of the product as the root cause of the incident, as the device was directly connected to the pacemaker when it should be first connected to an adapter cable. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.